Event description:
It was reported vertical stripes were displayed on the image during an unspecified gastroscopy examination using olympus gastrointestinal videoscope, which affected the judgment of the patient's examination results. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: customer full name information (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.